Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an observation of a high threshold measurement on the right ventricular (rv) lead. Currently, the threshold is elevated, but within range. The lead remains in use. No patient complications have been reported as a result of this event.